Event description:
The customer reported a backup alarm fail message. No patient involvement reported.

Manufacturer narrative:
The customer returned pm board was installed in an fi test ventilator. The ventilator was powered only by ac without backup battery and power cycled every 30 seconds over one hour without any errors occurring. No failure was found.